Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 323 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the soft cannula were observed. The pod data indicates no struggle to deliver insulin. No evidence was found that could have contributed to the reported bent or kinked cannula.